Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that distal misdrilling occurred during surgery.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged misdrilling could not be reproduced. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.

Event description:
It was reported that distal misdrilling occurred during surgery.